Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue. To resolve the issue, the fse has replaced the helium fill regulator, optical switch, power supply monitor board and the pressure transducer. The fse performed full calibration, functional testing and safety heck to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had low helium alarm. It is not known under which circumstances this event occurred. However, no patient was involved. No death or injury was reported.